Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarm. Evaluation found that the force required to secure the door is above expected levels caused by backed out mechanism screws that mount the pumping mechanism into the front case, thus not allowing proper latching operation. The condition was eliminated during evaluation by re-securing the said screws with the door performing as expected. The mechanism screws were replaced.

Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt involvement.